Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of over 700 mg/dl and a high ketone level identified as dangerous by healthcare provider; cause of bg was unknown. Reportedly, customer experienced diabetic retinopathy, and neuropathy. The customer administered a manual injection prior to the ER visit to address bg, and was treated with intravenous fluids of saline and insulin while in the ER. Customer was discharged later the same day with the issue resolved, however continued to experience retinopathy and neuropathy. No additional information regarding the issue was provided.